Manufacturer narrative:
Additional information: expiration date ¿ 31mar2016, date received by manufacturer ¿ 27aug2018, device manufacture date ¿26jun2013, usage of device ¿ initial use of device. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The log file contained data from 20may2018 at 19:25:37 through 09jun2018 at 13:31:38. The file was unremarkable and the pump appeared to function as intended. The account communicated that the patient was admitted on (B)(6) 2018 due to gastrointestinal bleeding. Multiple requests for additional information regarding this event were sent to the account. However, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to patient was readmitted for gastrointestinal (gi) bleeding. Technical service review noted that there were no unusual events observed from the log file and noted that the device was functioning as intended. Technical service noted a low speed event on (B)(6) 2018 at 09:30 which occurred due to the set speed was temporarily adjusted below the low speed limit lsl. No further information provided.